Event description:
It was reported that during a robotic whipple procedure the blade of the device was stuck and the jaws were stuck closed for a brief time. The jaws then opened and the device was taken off the tissue with no harm to the pt. Another device was used to complete the procedure. Additional info was requested, but no additional info was available.

Manufacturer narrative:
The lot number was either # 1671559, expiration date 08/01/2014, or # 1677724, expiration date 06/01/2014. Two devices were returned that may have been the complaint device. Lot #1677724 was returned in good visual condition. Upon eval it was found that the trigger would not respond and the blade would not actuate, although there appeared to be nothing blocking the blade from extending. The jaws of the device were able to open and close as intended. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted. Lot # 1671559 was returned in good visual condition. Upon eval it was found that the blade trigger was jammed and the blade would not actuate or extend. The jaws of the device were able to open and close as intended. The device passed all electrical testing. The device history record was reviewed and no discrepancies were noted. As each device is functionality tested prior to release, no conclusion could be made as to what may have caused the reported event. The device manufacture date was either 08/2013 or 06/2013.